Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the pump history shows the last basal delivery was on 08/20/2014 and the last bolus delivery was on 08/16/2014. The pump was exercised for 24hr duration test; no eaw¿s occurred during this time. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an inaccurate delivery issue. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.